Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an inaccurate delivery issue. Reportedly, the patient had low blood glucose with no bg values, signs or symptoms indicated. The reported bg excursion was not indicative of a serious injury and does not meet the animas criteria of an adverse event. Customer technical support made several attempts to contact the reporter in follow up, however, the reporter did not respond. There was no further information available. There was no reported adverse event associated with this complaint. This complaint is being reported due to an unspecific inaccurate insulin delivery issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.